Event description:
Olympus was informed that during an unspecified procedure the hf cable sparked and a member of staff got an electric shock but did not sustain any injuries. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
Device evaluation: the suspect medical device was returned to olympus for investigation/evaluation. The evaluation/investigation confirmed that the hf-cable is broken near the instrument connector. In the places where the cable has been severed, the stranded copper wires of the cable have melted due to heat influence. This is a known fault pattern. Wear and tear due to frequent use in connection with repeated great bending and/or tensile loads can cause individual or all wires inside the cable to break. When the generator is activated, this can lead to voltage flashovers in the damaged area, which can result in the reported formation of sparks. According to the article¿s lot number, the hf-cable was manufactured in 2016. It is therefore assumed that it was used longer than the 12 months the cable is designed for. Thus, this event/incident can be attributed to user error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf-cable without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.